Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed multiple inappropriate automatic mode switch episodes due to far r oversensing. Programming changes were discussed but not performed. There were no patient consequences.